Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient was noted to have severe paravalvular leak (pvl). A post implant balloon valvuloplasty (bav) was performed which improved the pvl to moderate. A second transcatheter bioprosthetic valve was implanted, valve in valve. A bav was performed again with a final result of mild to moderate pvl. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl most likely resulted due to suboptimal position as the final implant depth of the valve was reported to be 2mm. However, a conclusive cause could not be determined from the limited information available. Per the corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.